Event description:
It was reported that a 6f angio-seal evolution was selected for use. The pt experienced a pseudoaneurysm which required blood transfusions. The pt was transferred to the hospital intensive care unit and then underwent surgical repair. No additional info was available. The person who deployed the angio-seal is unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.